Manufacturer narrative:
No conclusion can be drawn at this stage.

Event description:
Contracture in the crook of the pt's hand which caused the artelon to be exposed to excess stress, leading to the wing pulling loose. This caused the meacarpal to sublux. The spacer was explanted.